Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD), a charge time (CT) error message was observed. It was noted the device delivered a shock on (B)(6) 2025 after which it was impossible to perform any impedance calculations. In addition, signals on all vectors were not visible. An attempt to reset the device using an external magnet was performed, but this did not resolve the issue. It was therefore recommended that imaging was obtained to assess system integrity. While awaiting imaging, the patient was hospitalized with therapies turned off. A few hours after hospitalization, x-ray imaging was obtained which revealed the patient had manually displaced the system, pulling the entire electrode into the pocket which resulted in an inappropriate shock and, consequently, the CT error seen on the programmer. Subsequently, the patient underwent a revision procedure, and their s-ICD was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Of note, the exact explant date was not reported and is therefore being reported as an estimated date.

Event description:
It was reported that during interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD), a charge time (CT) error message was observed. It was noted the device delivered a shock on (B)(6) 2025 after which it was impossible to perform any impedance calculations. In addition, signals on all vectors were not visible. An attempt to reset the device using an external magnet was performed, but this did not resolve the issue. It was therefore recommended that imaging was obtained to assess system integrity. While awaiting imaging, the patient was hospitalized with therapies turned off. A few hours after hospitalization, x-ray imaging was obtained which revealed the patient had manually displaced the system, pulling the entire electrode into the pocket which resulted in an inappropriate shock and, consequently, the CT error seen on the programmer. Subsequently, the patient underwent a revision procedure, and their s-ICD was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Of note, the exact explant date was not reported and is therefore being reported as an estimated date.

Manufacturer narrative:
Investigation summary: with all the information, boston scientific concludes the reported clinical observation of migration is a known inherent risk associated with the use of this device, as documented in the instructions for use (IFU). Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the s-ICD has not been returned to boston scientific; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: to date, this s-ICD has not been returned to boston scientific. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observation is covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. Risk assessment: a risk review was completed and confirmed that the event of migration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.